Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that the patient with this pacemaker presented to the emergency room (ER) due to having syncope. This rv lead showed high impedance and oversensing which resulted in the pacing inhibition. Device was reprogrammed and the lead remains implanted. Should additional information be received, this file will be updated.